Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, via the inline sheath in the left fem oral artery, resistance was noted at a stenotic site. The delivery catheter system (dcs) was able to cross the stenotic site and the valve was implanted successfully. An angiography was performed to check the access route and a dissection was reported at the stenotic site. The angiography was unable to determine whether the dissection was caused by the non-medtronic sheath or the inline sheath of the dcs. A non-medtronic guidewire was used to gain access and a percutaneous transluminal angioplasty (pta) was performed. The patient's hemodynamics improved, and the procedure was completed. No additional adverse patient effects were reported.